Event description:
The physician was using 1 20cm certuspr probe to ablate an osteoid osteoma. The physician placed a rigid metallic introducer through the overlying soft tissues and into the bone to obtain access to the target tissue. The certuspr probe was placed through the introducer and positioned. CT imaging indicated the probe needed to be repositioned. The probe was removed and the introducer drill was used to obtain deeper access to the target. The probe was reinserted through the introducer and into the target tissue. Imaging confirmed correct probe positioning. The probe was removed from the introducer for the required pre-ablation testing. At that point the physician noticed the probe tip was not intact. The physician completed the procedure with a second certus ablation probe without further incident. Post-procedure CT imaging confirmed that the tip of the first probe remained in the target tissue.

Manufacturer narrative:
A review of the probe manufacturing records indicate that the probe met all specifications. The probe was returned for investigation. The investigation concludes that the ceramic portion of the probe tip, between the metal trocar and the metal shaft, was broken. Additionally, the probe thermocouple wires and heat shrink had been pushed back up the probe shaft. This supports the conclusion that lateral forces were applied to the ceramic portion of the probe tip. It is suspected that these lateral forces resulted in sufficient force to cause the ceramic to break. Additionally, the break pattern on the suspect probe is consistent with lateral force applied to the ceramic.